Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in intensive care with diabetic ketoacidosis (dka) due to the personal diabetes manager (pdm) not working. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. In addition, the patient experienced vomiting and was diagnosed with acute renal injury, hyperphosphatemia and hypovolemic shock. Treatment was IV drip and fluids and insulin drip. Patient was prescribed lantus and novolog.